Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The logs that would show the last use of the instrument, and whether another energy-producing instrument was in the procedure, could not be reviewed.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument plastic portion by the tip of the instrument seems to be melted or chipped. Arm inspected and opened to the field but not put in a patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the last surgical nor collisions that could have attributed to the reported issue. There was no patient injury as a result of the reported event. There were no materials detached during procedure. The missing piece from the base of the blade was noticed during sterile processing.